Event description:
It was reported that during the bronchoscopy of a patient in the intensive care unit who was intubated, a piece of the black insertion tube near the bending section of the bronchovideoscope came off in the patient's lung and was retrieved. There were no reports of further patient harm.